Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.

Event description:
It was reported that outside of surgery, the handle jammed-tight, they clarified that issue was that the handle was not mating properly, and the ratchet would not perform the necessary function. They did not try with a carrier. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the ratchet gear was stuck on the bottom roller; the roller was damaged during disassembly, and the ratchet gear and washers were damaged. The ratchet handle assembly, bottom roller, and washers were replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.